Event description:
The right ventricular (rv) lead displayed oversensing and triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).